Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on 11/13/2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
Granddaughter is calling on behalf of her grandmother; she states the customer complains of e-5 after she test. Customer confirms feels well. Customer refused blood test stating she poked herself too many times and did not wanted to do it again. Customer verified the she is using proper technique. Customer stated she get an e-5 after blood is applying. Customer confirms that no adverse event has occurred.